Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU precautions, "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the cardia, the physician used a cook hemospray endoscopic hemostat. The following was originally reported: while using hemo-7, the scope was in the retroflexed position and the scope began to stick to the tissue [powder adherence to endoscope resulting in difficulty/unable to maneuver endoscope - captured in a separate report]. The bleed was unable to be stopped [unable to achieve hemostasis-subject of this report]; however the patient was stabilized and sent to embolization prior to surgery. A teleconference was held with the cook representatives involved and the following was determined: it was the physician's second time using hemo. It was a 3 am emergent procedure. They tried injection and other modalities to stop the bleed, the hemospray as a last resort. They used almost all 20 grams of hemospray. They were spraying in the retroflexed position for ten minutes and had not moved position. They tried to pull out the endoscope and it was stiff. The physician thought it was stuck on the endo trach tube, but noted that once the scope was out of retroflexed position it was moving the mucosa. After some elapsed time and manipulation of the scope, it was able to be removed from the patient . They were spraying hemospray to get the patient to the next step for hemostasis; hemospray nor the other modalities worked at stopping the bleed. The patient went to interventional radiology for embolization and that also did not stop the bleed. The patient was intubated and was recently extubated a few days later. It is not known how the bleed was ultimately stopped. The bleed was a stomach ulcer around the cardia. The hemospray not working to achieve hemostasis was related to the type of bleed. There was no indication from treating physician that the adherence event was related to exacerbation of the pre-existing bleed. An unintended section of the device did not remain in the patient's body. There were no further adverse effects to the patient related to the hemospray or the powder adherence to the endoscope.